Manufacturer narrative:
On 6/1/2015: this ICD and rv lead were explanted on (B)(6) 2014 and replaced. The explant date has been added.

Event description:
After initial shock for true vt, noise present on both the far-field and right-ventricular electrograms. Noise still present when checked in the ER. Lead suspected to be compromised at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.